Event description:
Rptr has had 2 recent malfunctions of this ventilator. These incidents did not result in any adverse pt outcomes. However there is certainly a potential for this type of failure to negatively impact pt care. The ventilators were repaired by biomed services.